Event description:
The customer stated that the device displayed a defib error message on the screen when the power was turned on. The reporter was unable to provide pt identification details. The reporter stated that there was no adverse pt impact as a result of the device problem.

Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. Testing confirmed the complaint and investigation isolated the failure to two broken solder joints on an integrated circuit. Resoldering the connections corrected the problem and restored normal device operation. The repaired device was returned to the customer after passing acceptance testing and receiving routine maintenance.